Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) (B)(4) and was visually inspected and tested for leaks. The customer also noted that the chamber was used as part of a high frequency oscillatory ventilator (hfov) setup. Results: visual inspection revealed a horizontal crack line along the bottom of the chamber dome. Conclusion: we are unable to determine what has caused the crack on the chamber dome that lead to the reported water leak. However, it is noted that the chamber was used as part of a hfov setup. The subject device is not recommended to be used with hfov. The reported chamber dome crack is most likely to be caused by misuse of the chamber. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290v chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after 4 days of use, which suggests that the subject mr290v chamber dome became damaged after it was released for distribution. Our user instructions that accompany the mr290v chamber state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use only the mr290hfv with the sensormedics 3100b [hfov]. - maximum operating pressure: 8 kpa - use of the mr290v above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chambers had a leak between the dome and base plate after 4 days of use. There was no reported patient consequence.